Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18. Exact date unknown, event occurred 2 years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure. Additional information was received that the explanted ipg was discarded by the medical facility.